Event description:
Per reported event and further communication with sales rep; it was indicated the surgeon went to extend a level and decided to replace screws that had already been implanted. This was not a revision surgery due to any product failure. The surgeon went in to counter torque to final tighten and the issue was noticed, hence the 1min surgical delay; surgeon saw it pop off, pulled out from the rods.

Manufacturer narrative:
Method: risk assessment; results: device history review, visual inspection and manufacturing review were not performed because the device was not returned and no lot# was provided. Conclusion: the devices were not returned for evaluation therefore the plausible root cause cannot be identified conclusively.

Event description:
Per reported event and further communication with sales rep; it was indicated the surgeon went to extend a level and decided to replace screws that had already been implanted. This was not a revision surgery due to any product failure. The surgeon went in to counter torque to final tighten and the issue was noticed, hence the 1 min surgical delay; surgeon saw it pop off, pulled out from the rods.